Event description:
On 3/30/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. On 4/28/1998 the pt presented to her physician; at that time she was observed to have a cold right lower extremity with lost pulses distal to the puncture site. On 4/29/1998 the pt underwent an angiogram runoff which identified the presence of an occlusion in the pt's right femoral artery. The pt was taken to surgery where the angio-seal and a thrombus were removed. At the time of surgery the surgeon also identified an inflammatory reaction around the artery. As of 5/26/1998 there has been no further report of complication or pt sequelae made to the MFR.